Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was defective during a radiofrequency ablation of barrett's esophagus which caused mucosal laceration approximately 1 cm on the second pass from 35-36cm while the physician was describing the procedure under direct visualization. Inhalation/oral drug was used. The catheter was advanced rotating clockwise, treating 8cm proximal to distal. All items were removed under direct visualization by rotating the catheter clockwise, and a cleaning cup was used to scrape the coagulum. The guide wire was advanced, scope was withdrawn, and the catheter advanced rotating clockwise, then retreated 8cm area. Everything was removed under direct visualization, and the scope was advanced to evacuate gastric contents, then a 1 cm esophageal tear was identified. The patient was prepped for the procedure and was under anesthesia, was then normal and was given pain medications, no repeat procedure would be necessary. There was no radiation exposure, unanticipated blood loss, nor device fragment or component fell into the patient's cavity.

Manufacturer narrative:
Device evaluation one used 64082-01 was received for evaluation. A visual inspection found no notable conditions. The investigation found the device to function normally and within specifications. No failure mode was identified. The investigation could not determine the root cause of the event. The reported condition was not confirmed. A review of the device history records for the provided lot / serial number was completed and no entries pertinent to the reported event were noted and this lot was released meeting all specifications as manufactured. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.